Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly and the act button was unresponsive. Customer¿s blood glucose was unknown at the time of incident. Customer also reported scratches on the insulin pump display. No troubleshooting was performed. Insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unit had blank flashing white lcd due to cracked lcd controller and cracked lcd glass. Unable to verify unresponsive keypad due to blank flashing white lcd. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank flashing white lcd. During visual inspection, found broken keypad traces. Unit had a deep scratch keypad overlay.